Event description:
It was reported that patients spinal cord stimulator (scs) device was not providing adequate pain relief and was causing severe abdominal pain when turned on. The patient underwent an scs system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7098974 / 7098979.